Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cannula broke off during injection with a bd insulin syringe with the bd ultra-fine¿ needle. Consumer did not seek medical assistance to remove. The following information was provided by the initial reporter: (1 of 2 complaints) needle breaks off during use. No medical attention received. Consumer reported he had 5 needles break off into his injection sites, during his injections. Stated he had one needle that broke off in his thigh and also his abdomen. Stated he removed one of them but did not have the others removed. No medical attention received. Stated they are not bothering him yet, eventually he will have them removed.

Manufacturer narrative:
H.6. Investigation: customer returned (3) loose 1cc syringes. Customer states that the needles break off into his injection sites. All returned syringes were examined and all exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. A review of the device history record was completed for batch# 0041675. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that cannula broke off during injection with a bd insulin syringe with the bd ultra-fine¿ needle. Consumer did not seek medical assistance to remove. The following information was provided by the initial reporter: (1 of 2 complaints) needle breaks off during use. No medical attention received. Consumer reported he had 5 needles break off into his injection sites, during his injections. Stated he had one needle that broke off in his thigh and also his abdomen. Stated he removed one of them but did not have the others removed. No medical attention received. Stated they are not bothering him yet, eventually he will have them removed.